Manufacturer narrative:
B5: the patient experienced refractive change over-time. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event was other. Reportedly, "icl was too small; patient is in between icl sizes." And "low vault. Icl rotated. Patient had residual cylinder. Also had progressive myopia, possible nsc forming. Resolved with lens exchange for now. Cataract progression uncertain." Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, refractive change over time, lens opacity, and glare/halos. Reportedly, "this patient has a low vault od and rotation os' and [?]the weird thing that is now happening is his refraction is shifting more and more myopic," and "a nuclear sclerotic cataract growing (not visually significant in the sense that he still corrects to 20/15). He does experience glare." The lens remains implanted.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).